Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the rotatable grasping forceps fractured suddenly at the distal end connection, resulting in the foreign body forceps not being able to be opened normally and it could not be removed through the biopsy forceps channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.